Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed, broken device on the posterior side assessed as smooth opening. Additional observations: creases are observed. Missing shell assessed as inconclusive. Brown particles were observed on the gel.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.